Manufacturer narrative:
No complaint was received with the return of the device. A partial lead was returned for analysis in one piece. Failure event observed during analysis. Final analysis found lead insulation degradation at 4.5 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.